Event description:
The customer reported having reflux problems during the case. A pc tear was reported to have occurred. Additional info was requested. Additional info was received from the surgeon reporting in his opinion, the pc tear occurred due to the lack of reflux. The lack of reflux was reported to be the result of a footswitch failure. The procedure was completed with the same system and the lens was implanted as planned.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).